Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was not duplicated. However, the probable cause of the issue was a defective mainboard. The mainboard was replaced to fix the issue.

Event description:
It was reported that the heater was always going to overtemp - overtemp alarm. There was unknown patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for analysis of reported problem, "heater always going to overtemp - overtemp alarm." This device does not have an event log to review. No service record for the last 12 months. Visual/functional testing was performed. The reported error was not verified. Found cracked/damaged led and lcd display on main board. Replaced main board assembly. The device passed all functional tests after the repair. It is not anticipated that the reported error would result in an interruption of therapy or serious injury. By alarming, the device was rendered unusable and was functioning as intended.